Manufacturer narrative:
Initial reporter additional contact phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ pen needle broke off into the site during use. The following information was provided by the initial reporter: material no. 320499; batch no. 7109871. It was reported that needle broke off into site during use. This complaint was split to record same issue of needle breaks off during use that occurred in (B)(6) of 2018. Verbatim: from phone call on 2019-05-13 16:45:20: responded to email sent: consumer provided product information including expiration date: 2022-04. She has not been to doctor for issue because she does not have insurance but she does go to a local clinic every 3 months for her diabetes. Said she would mention the break to her doctor on the first week of (B)(6) when she makes her appointment and get back to us if there is anything more to report. Consumer reported that the pen needle broke off into her injection site (stomach) during injection, stated that when she removed the pen from the injection site, the needle was not attached. Consumer does not re-use, did not seek medical attention, no pain or discomfort. Also stated that the same issue occurred in (B)(6) of 2018 with the same needles, different box and lot. Product information and lot # for previous box not available. Lot # for current box is 7109871, product # 320499, no expiration date. Needles are 8mm, micro fine plus, purchased from (B)(6), occurrence date is (B)(6) 2019.

Event description:
It was reported that bd micro-fine¿ pen needle broke off into the site during use. The following information was provided by the initial reporter: material no. 320499, batch no. 7109871. It was reported that needle broke off into site during use. This complaint was split to record same issue of needle breaks off during use that occurred in (B)(6) 2018. Verbatim: from phone call on 2019-05-13 16:45:20: responded to email sent: consumer provided product information including expiration date: 2022-04. She has not been to doctor for issue because she does not have insurance but she does go to a local clinic every 3 months for her diabetes. Said she would mention the break to her doctor on the first week of june when she makes her appointment and get back to us if there is anything more to report. Consumer reported that the pen needle broke off into her injection site (stomach) during injection, stated that when she removed the pen from the injection site, the needle was not attached. Consumer does not re-use, did not seek medical attention, no pain or discomfort. Also stated that the same issue occurred in (B)(6) 2018 with the same needles, different box and lot. Product information and lot # for previous box not available. Lot # for current box is 7109871, product # 320499, no expiration date. Needles are 8mm, micro fine plus, purchased from amazon, occurrence date is (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.